Event description:
Patient reported that one day his vgo device fell off. Patient stated that he does not remember the exact date the vgo device fell off. Patient informed me that he was sweating a lot that particular day. Patient stated that he is applying the vgo device on his abdomen.